Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for novel cardiac system implant. During the procedure, it was found that the novel atrial lead was failing to sense upon placement in the heart. The physician elected to complete the procedure with an alternate lead on (B)(6) 2021. There were no patient consequences.